Manufacturer narrative:
Concomitant medical products: product ID: 4592-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the rv coil and superior vena cava (svc) coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.